Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm occurred. Reportedly, the auto-off safety feature was set at 12 hours and the contact stated that the user did not interact with the pump within the 12 hours. Tandem technical support educated the user on the auto-off safety feature. The user¿s blood glucose (bg) level was 330 mg/dl and the bg level was addressed with a bolus via the pump. Reportedly, the user's bg level was elevated as the user did not bolus for a meal.